Event description:
The reporter stated that the surgeon inserted a 18.0 diopter aq2010v 3 piece silicone lens. The trailing haptic tore off as the iol was introduced. The lens was removed without enlarging the incision. No pt injury. The reported stated the cause of the trailing haptic tearing was caused by the injector.